Event description:
The hcp reported a pump reservoir volume discrepancy. The expected residual volume (erv) was 4 ml, but the actual residual volume (arv) was 8ml. The hcp mentioned that at past refills a motor stall message had occurred. The hcp is unaware of any change in the patient's therapy. The drug contained in the patient's pump is dilaudid/bupivacaine/clonidine (unk concentration/dose.) Additional information has been requested, but was not available at the time of the report.